Event description:
It was reported that patient presented to clinic after receiving inappropriate therapy and an alert for out of range hv lead impedance. Upon investigation, it was noted that the rv to can and svc to can hv lead impedances were varying out of range. The lead and ICD were explanted. Patient condition was good after the procedure.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of an impedance anomaly and inappropriate therapy were confirmed in the laboratory. Review of stored electrograms indicated that the inappropriate therapy could have been avoided if the device was reprogrammed. X-ray analysis of the device found a broken case wire which caused the impedance anomaly. The broken case wire was found to be a manufacturing anomaly.